Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue and a hemostatic valve separation issue occurred. It was reported that there was drawing-in of air presumably caused by depression of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿s hemostatic valve. The plunge of the hemostatic valve occurred when the catheter was replaced. As carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was in the last stage of the procedure, the sheath was pulled out to the right atrium and then it was terminated without use. The physician did not perform any maneuver to eliminate bubbles and no medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. No decrease in blood pressure or pericardial effusion was confirmed. The physician commented that the pop might have occurred when ablating the cti. No decrease in blood pressure or pericardial effusion was confirmed. There were no findings suggestive of air embolism. The device evaluation was completed on 13-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Device appears in normal condition. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. The test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue and a hemostatic valve separation issue occurred. It was reported that there was drawing-in of air presumably caused by depression of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿s hemostatic valve. The plunge of the hemostatic valve occurred when the catheter was replaced. As carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was in the last stage of the procedure, the sheath was pulled out to the right atrium and then it was terminated without use. The physician did not perform any maneuver to eliminate bubbles and no medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. No decrease in blood pressure or pericardial effusion was confirmed. The physician commented that the pop might have occurred when ablating the cti. No decrease in blood pressure or pericardial effusion was confirmed. There were no findings suggestive of air embolism. The event was assessed as MDR reportable for the ¿air flowed back into the side port¿ issue and a ¿hemostatic valve separation¿ issue.